Event description:
It was reported that a patient underwent a spine procedure on (B)(6) 2025 and suture was used. Needle breakage during use on patient. No patient harm. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. H3 investigation summary: the product was returned to eth for evaluation. Three unopened samples and one empty overwrap packet were received for analysis. Product code: x4407h. To evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted as expected. The tip and body of the needles were examined under magnification and no anomalies or issues related to needle breakage were found. The samples were tested by resistance test to needle and met the requirements. No conclusion could be reached on the cause of the reported event. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the devices were returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional information was requested, the following was obtained: product code: (4) x4407, product lot/batch: 103a2r, tracking#: (B)(4), received at cg labs on 12/1/2025. 1. Could you please clarify if extra device belongs to this complaint? Yes, the sales rep who picked up the devices oversea it.